Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No device abnormalities were detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of ¿no image¿ was not reproduced during evaluation. However, the following factors may have contributed to the reported issue: the appearance checks of the endoscope observed damage such as a scratch and chipping on a-rubber glue of the bending section. Therefore, it is presumed that mechanical stress such as bumping and dropping was applied to the electrical circuit in the image sensor in the image sensor unit which was embedded in the distal end section of the endoscope. Then, the electrical connecting condition temporarily became poor, which caused a negative impact on the image signal output. As a result, the image signal output got unstable, which led to malfunction. Accumulation of electrical stress such as energization to the image sensor installed in the image sensor unit which was embedded in the distal end of the endoscope and the electrical circuit board in the scope connector, sporadic application of static electricity, or connection/disconnection while the system was powered on may have caused the electrical connecting condition became worse. Then, a negative impact was exercised on the image signal output, which caused the image signal output to be unstable. As a result, it led to irregularity of the image. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found water tightness lost due to a pinhole on the bending section cover, a chipped adhesive on the bending section cover, and the bending section couldn't be fixed firmly due to damage on the lock engagement lever. In addition, the following components were found scratched: control unit, grip, up/down plate, right/left plate, forceps elevator, angulation elevator, switch 1, right/left lever, light guide connector, light guide cover glass, and video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed an e228 error code while being used with a visera elite video system center. The device was inspected prior to use, but the issue was found during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.